Event description:
Healthcare professional reported left side "leaking on tissue expander". Device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: deflation: observed openings assessed as surgical damage. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: a2, b3, d6a, d9, e1, h3, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: leak.

Event description:
Healthcare professional reported left side "leaking on tissue expander". Device was explanted.